Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat an in-stent restenosis lesion in the left anterior descending artery (lad). Six treatment passes were performed at high speed using a forward and back technique. During treatment, the oad became stuck within the stent. The oad was operated at high speed in an attempt to loosen it, however the oad jumped forward to the distal lad. The oad was pulled firmly, but could not be removed. The sheath of the oad was cut and an attempt was made to pull the oad out with the extension catheter, but this was unsuccessful. Insertion of a balloon was attempted, but also failed to remove the oad. The patient was transferred to surgery and the driveshaft was removed from the patient and it was confirmed that the stent was wrapped around it. Following removal of the oad, a CABG procedure was performed and the patient was in stable condition following the procedure.